Event description:
It was reported that the burr detached. The target lesion was located in the right anterior tibial artery. A 2.00mm peripheral rotalink plus was selected for use in a right anterior tibial artery atherectomy. During procedure, it was noted that the burr broke off from the drive shaft inside the patient's body. The procedure was completed with another of the same device. No patient complications reported and patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a peripheral rotablator plus device. The advancer unit and burr catheter were received together. The returned rotawire was received in the device. The rotawire was able to be removed from the device with no issue. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically examined. The burr is intact on the coil. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr detached. The target lesion was located in the right anterior tibial artery. A 2.00mm peripheral rotalink plus was selected for use in a right anterior tibial artery atherectomy. During procedure, it was noted that the burr broke off from the drive shaft inside the patient's body. The procedure was completed with another of the same device. No patient complications reported and patient was fine.